Event description:
It was reported the procedure was to treat a lesion in the mildly tortuous, left anterior descending artery. The 3.5x12 mm skypoint stent delivery system (sds) did not advance through the guide catheter and the stent struts flared. The sds did not make it into the anatomy and was removed from the guide catheter without issues. A 3.0x23mm non-abbott stent was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. Device analysis identified the distal tip was torn. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide catheter during advancement causing the reported difficulty to advance and subsequent material deformation. Additionally, the distal tip of the stent delivery system was returned stretched and torn likely due to interaction with the guide wire during removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.